Event description:
Customer reported when the alarm is in use with the nurse call cable the nurse's station continuously sounds. The issue was recovered during set up. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue. The unit does not continuously send signal to activate the red led at the nurse call test fixture. Unit is silent and does not send signal to activate the nurse call test fixture when weight is applied to the sensor pad. The unit sounds and sends signal to activate the red led at the nurse call test fixture when weight is removed from the sensor pad. However, when the nurse call cable is wiggled the red led at the nurse call test fixture toggles on and off. There are visual cracks on the dust covers outside of the battery compartment. (B)(4).